Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic). Visual summary analysis of the lead indicated apparent explant damage. Analyst commented, 12 non sustained tachycardia episodes with v-v intervals greater than 220 milliseconds on 23 <(>&<)> (B)(6) 2015; 1181 additional sic since last session 1.7 days ago. Rv pace impedance steady at 525 ohms through (B)(6) 2015, rises out of range starting (B)(6) 2015.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the hospital due to a signal tone. The right ventricular (rv) lead exhibited high impedance. Measuring of the rv lead showed an exit block and manipulation at the header showed noise on the tip/ring. The short interval counter raised and short episodes were detected but no inappropriate therapy delivered. During the revision procedure, in the area of the bifurcation noise while moving the lead was observed. The rv lead was removed, and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.